Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the lack box indicated that the last basal delivery occurred at 3:43pm on (B)(6) 2015. There was no activity outside normal use observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1 unit per hour basal rate, and the pump history accurately reflected 24 units at the end of testing. The complaint of the basal delivery totals in the total daily dose history not matching the active basal program could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient reportedly experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no signs or symptoms of hyperglycemia. During troubleshooting, it was noted that the basal delivery totals in the total daily dose history did not match the active basal program and no cause for the discrepancy could be identified. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported history/settings issue was not resolved with troubleshooting.